Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Concomitant medical product: one cap attached to male luer, MFR unknown, three swab caps on the smartsites; td unk.

Event description:
The customer reported that the nurse was having difficulty attaching the tubing set to the patient when she discovered that the male luer spin collar was cracked, however no leak occurred. There was no patient harm.

Manufacturer narrative:
The customer report that the male luer spin collar was cracked was confirmed. Visual inspection of the set showed the spin collar of the male luer exit had vertical cracks/fractures (in direction of fluid flow) extending from the end of the collar. In addition, a piece of the collar missing. The identified cause is prolonged exposure of alcohol to the male luer exit that can cause stress cracking in combination with multiple contributing factors such as high hoop stress or outside force from use; over-tightening placed on the male luer exit either during connection or disconnection with a mating component or tool; use conditions such as application of aggressive disinfectants/cleaning agents; and extended use with repeated connection/disconnection of the component.

Event description:
The customer reported that the nurse was having difficulty attaching the tubing set to the patient when she discovered that the male luer spin collar was cracked, however no leak occurred. There was no patient harm.

Manufacturer narrative:
Correction: device available for evaluation.

Event description:
The customer reported that the nurse was having difficulty attaching the tubing set to the patient when she discovered that the male luer spin collar was cracked, however no leak occurred. There was no patient harm.